Event description:
New information from (B)(6) 2015 noted additional episodes of noise. The noise could be reproduced through isometric movements. No patient symptoms were reported.

Event description:
It was reported that upon review of electrocardiograms, noise was observed on the right ventricular lead. The lead remained implanted. No patient symptoms were reported.

Event description:
New information noted that on (B)(6) 2015, additional noise was observed through a remote merlin.net transmission. The noise was appropriately reverted and other electrical values were stable. No patient symptoms were reported.